Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed at 115 mm from the terminal pin, and two segments were returned, a terminal end segment and a tip segment. The total returned length was 620 mm. All filars appear cut. There were set screw marks noted on all terminals, 2 on the is-1 terminal pin, 1 on the is-1 ring, and 2 on the distal hv terminal. The extracting stylet returned was stuck in the tip segment of the lead, additionally cuts and tears noted on multiple places on the tip segment. The suture was found tied around the trilumen insulation for removal purposes. The rs- conductor coil was extremely stretched in the tip segment, and there were deformed conductor coils noted as well. The distal hv dbs cable is looped inside of the trilumen insulation. It appears that the lead was pulled with great force and then let go. There was blood/body fluid noted in the lumens of the lead. It appears that calcification has built up on the lead's distal coil creating a non-conductive barrier as the calcification built up. When the calcification built up, a gradual increase in impedance was seen by the device over time. The high impedance was confirmed by analysis due to calcification which has built up on the leads distal coil.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances. Boston scientific technical services (ts) was consulted and suggested doing some commanded shocks to test the integrity of the lead. Testing was completed which continued to show oor impedances and a fault code of 1005 was present. As a result the physician elected to explant and replace the lead. The new lead is now working appropriately in the device which remained in service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.